Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow up, the remaining longevity of the device was less than expected. Technical support was contacted and recommended device replacement. No intervention has been performed at this time. The patient was stable and will continue being monitored.